Manufacturer narrative:
Device used for treatment, not diagnosis. Unknown when 4.5 mm cortex screw broke and nonunion began. This report is for an unknown screws: cortex/unknown lot. Part and lot number are unknown; UDI number is unknown. Explant date: (B)(6) 2018 on some parts. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision orif (open reduction internal fixation) of a right humerus on (B)(6) 2018 due to a broken 4.5 mm cortex screw and nonunion. The patient was initially implanted with the following hardware on (B)(6) 2017; one (1) 11-hole 4.5 mm narrow locking compression plate (lcp), six (6) 4.5 mm self-tapping cortex screws, one (1) 3.5 mm self-tapping cortex screw, and two (2) 2.7 mm self-tapping cortex screws. Lengths of the screws are unknown. The 3.5 mm and 2.7 mm screws were implanted directly into the patient¿s bone to reduce the fracture and not implanted in the plate. X-rays were taken on an unknown date and revealed the broken screw and nonunion. Patient was described as ¿slow¿ with minimal support at home. The plate, five (5) 4.5 mm cortex screws, and one (1) 3.5 mm cortex screws (removed intact) were removed. The head of the broken 4.5 mm screw was floating freely in soft tissue and could not be retrieved. The body of the screw was still in solid bone and was not retrieved. The two (2) 2.7 mm cortex screws were not removed and remained part of the revised construct. No surgical delay and the procedure was completed successfully. In addition, after further review of x-rays, it has been determined that five (5) 4.5 mm self-tapping cortex screws loosened/backed out of the plate. Concomitant devices reported: 4.5 mm narrow locking compression plate (lcp) 11 holes/206 mm (part # 224.611, lot # unknown, quantity # 1), 3.5 mm self-tapping cortex screws (part # unknown, lot # unknown, quantity # 1), 2.7 mm self-tapping cortex screws (part # unknown, lot # unknown, quantity # 2) this complaint involves two (2) device. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown 4.5mm cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of report/date rec¿d by MFR : initially reported as april 03, 2018; should have been april 02, 2018. The broken screw was not explanted with the other devices. Patient code 3191 not needed to be reported; patient code 1924 (implant, failure of) reported to capture post-operative breakage requiring revision device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown 4.5mm cortex screw that broke.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products : therapy date: (B)(6) 2017. Based on the reported concomitant 4.5mm narrow locking compression plate (244.611), the 4.5mm cortex screw family was identified as belonging to the following family: 4.5mm cortex screws, self-tapping (214.814-945 ) per the large fragment lcp system inventory control form. As the devices are not available for return, the provided x-rays were examined with the following findings: the complaint condition of broken was able to be confirmed as a distal screw was found to be broken. The screw head fragment was observed to have migrated towards the joint space . The plate was no longer reduced to the patient¿s humerus, as such the remaining screws in the plate construct appear to have loosened/backed out. Based on the complaint description no potential root cause was able to be identified. No device history review was able to be completed as the device part and lot combination is unknown. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no design or manufacturing defects or deficiencies were identified during the investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.